Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received for investigation at hq. According to the device explantation report form, the electrode array was completely removed from the cochlea on (B)(6) 2018 during an ear cleaning. The recipient was re-implanted with a new device.

Manufacturer narrative:
According to the information received, the device was explanted after the active electrode has been pulled out of cochlea during a ear cleaning procedure. Device operates within specification during investigation. This is a final report.

Event description:
An explanted device was received for investigation at hq. According to the device explantation report form, the electrode array was completely removed from the cochlea on (B)(6) 2018 during an ear cleaning. The recipient was re-implanted a new device.